Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported insertion difficulties and subsequent additional puncture site could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation ablation procedure, resistance was noted when passing the needle inside the sheath. The sheath was removed from the patient and an additional access site was needed to replace the sheath. The procedure was completed with no consequences to the patent.